Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 441 mg/dl. The customer treated with the pump. The customer was not feeling well and had been up for the past three days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer was advised that the pump is designed to trigger an alarm if it detects a blockage. The customer was advised that the pump is working as designed.